Event description:
It was reported that during a laparoscopic colon resection procedure, the device would not open on the back table to reload the cartridge. It was unknown which firing this occurred or what color cartridge was being used. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with the clamping mechanism damaged with an ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. In addition, the knife was not fully back in the home position, thus the device would not open. Please note if the knife is advanced into the anvil, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. Upon firing the returned device was disassembled to verify the condition of the internal components and the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.